Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right ventricular (rv) lead exhibited oversensing of atrial signal and inhibition of pacing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.